Event description:
It was reported the customer has received three no delivery alarms. The customer's blood glucose was above 600 mg/dl. It was found the customer was attempting an infusion set change when the no delivery alarm occurred. Troubleshooting found insulin was able to exit from the tubing. The customer was advised their insulin pump was working as designed. Customer was also able to deliver a 13 unit bolus at the end of the call. The customer also declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).